Event description:
The patient reported pain at the implant site. The surgeon treated the pain with steroid injections.

Manufacturer narrative:
The ipg remains implanted in the patient and will not be returned for evaluation. The patient is reportedly doing well. This is the final report.